Event description:
A barostim system was implanted on (B)(6) 2025. Around (B)(6) 2025, the patient experienced a hematoma. On (B)(6) 2025, they presented to the hospital with device erosion and were admitted. On (B)(6) 2025, the patient's device was explanted successfully and IV antibiotics were administered. Per the opinion of the physician, the root cause of the erosion was the hematoma that developed post implant. They were expected to be implanted with a new device once they were healed.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).